Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while pulling the peg tube out of the patient's body, the internal bolster was detached. No part of the device fell inside the patient. The procedure was completed with a new endovive initial placement kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information: reported event of peg tube detached/separated.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while pulling the peg tube out of the patient's body, the internal bolster was detached. No part of the device fell inside the patient. The procedure was completed with a new endovive initial placement kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on december 10, 2014: the peg tube detached at the transition zone between the hard and soft plastic. The detached part was removed through the abdomen and the other part was through the mouth. The internal bolster was not detached.